Event description:
A trilogy evo, international was returned to a third-party service center for evaluation. No patient harm or injury was reported. During the evaluation, the error log was downloaded and evaluated. A ventilator inoperative error evt_commsfail_ui_to_tpy (error code 196) was found in the device error code log. The display was intermittently flickering, and the display was replaced to rectify the issue. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. A 4-year service was completed, and no cosmetic damage was found during internal/external inspection. The service technician also noted that a "bench run device in with no alarms sounding". After the evaluation and repair were complete, the device was tested and all testing passed.

Manufacturer narrative:
The reported failure of evt_cal_data is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.